Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.

Event description:
It was reported that during an endoscopic sinus ethmoidectomy, the microdebrider heated up. The procedure was completed successfully, with no report of a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.